Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 mobile application displayed a transmitter not found message. Reportedly, the patient removed the transmitter from the sensor pod while the sensor pod was still attached to their body. No additional event or patient information is available. It should be noted the under section 8.4 of the dexcom g5 mobile user's guide it states: think of the transmitter as being part of the sensor pod. Do not remove the transmitter before removing the sensor pod from your body.